Event description:
It was reported that a brain bleed occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Following pulmonary vein isolation (pvi) with the farawave catheter, the catheter was re-introduced into the right atrium for a cavotricuspid isthmus (cti) ablation. As the physician attempted to deploy the catheter into flower mode, the slider switch snapped, and the catheter failed to deploy. The catheter never fully reached flower. The catheter was replaced, and the procedure was completed. On an unknown date post procedure, the patient experienced a brain bleed. No further information was provided. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon device return and inspection, it was observed that the guidewire lumen was no longer attached to the tip of the spline array. Due to the guidewire lumen detachment, the catheter could not be deployed for functional testing. B3: date of event - estimated as 03 june 2024 as the date of the procedure is (B)(6) 2024 and the overall date of the post procedure brain bleed is unknown.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. B3: date of event - estimated as 03 june 2024 as the date of the procedure is 03 june 2024 and the overall date of the post procedure brain bleed is unknown.

Event description:
It was reported that a brain bleed occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Following pulmonary vein isolation (pvi) with the farawave catheter, the catheter was re-introduced into the right atrium for a cavotricuspid isthmus (cti) ablation. As the physician attempted to deploy the catheter into flower mode, the slider switch snapped, and the catheter failed to deploy. The catheter never fully reached flower. The catheter was replaced, and the procedure was completed. On an unknown date post procedure, the patient experienced a brain bleed. No further information was provided. The catheter is expected to be returned for laboratory analysis.